Event description:
It was reported that the patient experienced a loos in therapeutic effect. Frequency of urination and leakage were reported. This problem started on (B)(6). It was further reported that the patient was dehydrated. Stimulation could be felt at an amplitude of 3.0v. The stimulation was felt in the left lip of her vagina, but was later indicated as being felt in the right lip of the vagina. It was unclear if both locations could feel the stimulation, or just one. Additionally, the stimulation was felt "all the way" to the patient's feet. It was stated that stimulation was usually set to 3.2v and "it worked." Follow up information was requested, but not available at the time of this report. If additional information becomes available, a follow up report will be sent.

Manufacturer narrative:
Product ID: 3889-28, lot# v973528, implanted: (B)(6) 2012, product type: lead. (B)(4).